Manufacturer narrative:
According to available information, this left ventricular lead was successfully replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one year post implant, this left ventricular lead dislodged. Fluoroscopy confirmed the dislodgement. Due to venous thrombosis, a revision procedure was performed. This lead was removed. No adverse patient effects were reported.